Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hemicolectomy procedure. The stapling devices were being used for the colon dissection. The reloads misfired and the anvil fork started bending. The stapler was able to fire but there was poor staple formation. Unable to fire the reload completely and the anvil started bending which leads to poor staple formation. The staple line was incomplete. The staple line was fixed with using another reload. The procedure was converted to open due to the device problem. There was temporary tissue damage that was treated by hand sewing. The surgical time was extended by one hour. The incision was extended by more than one inch. An additional operation will be performed to correct the issue. The patient outcome is reported as no injury.